Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported during trial procedure on (B)(6) 2022, the patient experienced cognitive issues and became intolerant of the sedation medications as physician was attempting to gain epidural access. As a result, the procedure was aborted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.